Event description:
It was reported that partial deployed occurred. The target lesion was located in the peripheral artery. A 5 x 80 x 130 innova stent was selected for use. The patient was sedated with local anesthesia. During the procedure, it was noted that the stent partially deployed about 1 cm and then the wheel mechanism continued to turn but the stent did not become un-sheathed. The entire delivery system and the partially deployed stent was removed from the patient, and the procedure was aborted. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). Device analysis findings: device evaluated by MFR: the 5 x 80 x 130 innova stent was returned to our post market quality assurance laboratory. The device was received with the stent fully deployed from the delivery system. One end of the stent was noted to be damaged. A visual and tactile examination found no issues with the tip of the device. A visual and tactile examination found the sheath of the device to be kinked at the nose cone. A visual examination found the rack of the handle of the device to be separated. The proximal section of the rack was not returned for analysis. No other issue was noted with the handle. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the 5 x 80 x 130 innova device confirmed that the reported stent partially deployed is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Manufacturer narrative:
E1: initial reporter first name: (B)(6).

Event description:
It was reported that partial deployed occurred. The target lesion was located in the peripheral artery. A 5 x 80 x 130 innova stent was selected for use. The patient was sedated with local anesthesia. During the procedure, it was noted that the stent partially deployed about 1 cm and then the wheel mechanism continued to turn but the stent did not become un-sheathed. The entire delivery system and the partially deployed stent was removed from the patient, and the procedure was aborted. There were no patient complications as a result of this event.